Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the monopolar curved scissors (mcs) instrument (part# 470179-19/ lot# k10220215 0090) associated with this event has been performed. Per logs, the mcs instrument was last used on (B)(6)2022 on system sk5448. The instrument had 0 remaining usable lives. This complaint is being reported based on the following conclusion: the customer reported a procedure delay of greater than 30 minutes, with a total operative time of 267 minutes. While there was no harm or injury to the patient, this delay could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a broken cable at the wrist. A similar backup instrument was used to proceed with the surgical task. The procedure was completed with no reported injury. The customer reported a procedure delay of greater than 30 minutes. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the ¿real¿ surgical time was 180 minutes and did not include the or setting time and the delay due to the replacement of the instrument. Patient related information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal end. Common causes of the failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to for follow-up information.